Manufacturer narrative:
No product has been returned for evaluation. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating pt went to the emergency room (ER) due to high bg's, ketones and nausea. As per pt she received a few bags of fluids and was released.